Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported problem of ¿leak¿ was not verified based on the functional testing; however, visual inspection verified the reported condition of ¿cracked minicap¿ as cracks were noted on 2 out of the 2 minicaps received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a minicap was cracked. This was observed when the minicap is screwed into the transfer set connection and iodine leaked out of the crack. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.